Event description:
The customer reported the system shut off in the middle of a procedure and then machine did not boot up all the way. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service.